Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg on (B)(6) 2010. It was reported the patient is recharging the ipg frequently. A new charging system was sent to the patient. According to the manufacturer's device registration system, the ipg remains implanted. No further patient complications were reported.